Event description:
Caller reported aviva blood glucose results of 41 mg/dl, 59 mg/dl, and 196 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).